Event description:
A customer reported a cgm error. There was no adverse impact to the customer's blood glucose level. The customer reset the pump before contacting technical support, and after the reset, the error did not reappear. The customer was able to successfully start a new sensor session.